Event description:
Boston scientific received information that during the implant procedure the patient with this right ventricular (rv) lead experienced cardiac tamponade which required pericardiocentesis. It was reported this rv lead was repositioned multiple times to achieve appropriate measurements. There have been no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.